Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a yellow wrench malfunction symbol. The battery connector was damaged with no audio signal. The unit was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a yellow wrench alarm, no auditory alarms, and a damaged battery connector were confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6) was evaluated at the european distribution center and by product performance engineering. The returned power module was powered on, and the unit booted up; however, upon powering on, the yellow wrench and red battery hazard symbols illuminated. It was also observed that no auditory alarms activated alongside the visual alarms. It was also observed that the piece of the battery clip connector has broken off. The power module was then disassembled to inspect the internal components, revealing that the wires on the internal battery clip connector and wires to the speaker were broken. The observed damage to the speaker wires would result in the reported lack of audible alarms. The damaged battery clip connector was replaced with a known working battery clip connector and the red battery fault resolved; however, the yellow wrench fault did not resolve. The main printed circuit board (pcb) was then replaced with a known working test main pcb and the yellow wrench fault resolved, isolating the issue to the returned main pcb. Circuit analysis of the main pcb further isolated the issue to a compromised component in the battery monitoring circuitry. The compromised component was replaced with a known working component and the issue resolved. The reported yellow wrench alarm was determined to be due to a compromised component in the battery monitoring circuitry; however, the root cause of the damage could not be conclusively determined through this analysis. The reported lack of auditory alarms was determined to be due to broken speaker wires; however, the root cause of the damaged could not be conclusively determined through this analysis. The root cause of the damage to the battery clip connector could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 01nov2011. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.